Manufacturer narrative:
Product ID 3389s-40, lot# va00b3p, implanted: 2012 (B)(6); product type lead product ID 3389s-40, lot# v952317, implanted: 2012 (B)(6); product type lead product ID 37085-60, serial# (B)(4), implanted: 2012 (B)(6); product type extension product ID 37085-60, serial# (B)(4), implanted: 2012 (B)(6); product type extension product ID 37642, serial# (B)(4); product type programmer, patient product ID 37601, serial# (B)(4), implanted: 2014 (B)(6); product type implantable neurostimulator (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
Analysis of the implantable neurostimulator (s/n (B)(4)) found no significant anomaly; the ins battery had normal end of life and the telemetry and output were okay.

Event description:
Additional information reported the cause of the impedance issue was moisture with insertion, as all resolved when dried and re-inserted intra-operatively. The status of the patient was reported as recovered.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported, the patient¿s implantable neurostimulator (ins) was being changed due to reaching elective replacement indicator (eri). Prior to surgery, impedances were measured to be greater than 40,000 ohms on case-10 and case-11. During the replacement surgery the healthcare professional (hcp) had difficulty removing the right extension from the ins. The new ins was implanted and intraoperative impedance testing showed impedances greater than 40,000 ohms on case-nine and 10-11. The hcp removed the extension from the ins, wiped the contacts, and re-inserted the extensions. All impedances were then measured to be normal. There were no patient symptoms or complications associated with this event and the patient status at the time of this report was alive with no injury. Information unrelated to this event was included in a separate pe; see pe (B)(6) for high impedances.